Event description:
It was reported the patient died 8 months after device implant. The cause of death has been requested and not received. Follow up revealed the patient had been admitted to the hospice unit with diagnosis of congestive heart failure, copd, and heart disease 13 days prior to death. Patient had a do not resuscitate status.

Manufacturer narrative:
Asku

Event description:
It was reported the patient died 8 months after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, defib conductor fracture (overstress), outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.